Event description:
One touch ultrasmart meter was prompting the error 5 message. The medical affairs specialist spoke with the reporter to obtain additional info. On the day of the incident, the pt woke up at 11:00 am feeling tired. The reporter attempted to test the pt's blood glucose level; however, the meter prompted error 5 message. The meter had functioned the day before. The pt had their breakfast and took 2 units of novolog insulin to cover the carbohydrates. The reporter contacted their physicians and they advised them to purchase a new meter. They were unable to obtain a new meter, as their insurance would not cover the expense. They finally decided to take the pt to the ER. A result of 331 mg/dl was obtained four hours later at the ER. They were treated intravenously for 1 hour. A result of 256 mg/dl was obtained upon their release the same day. The reporter did not allege harm. An attempt was made to test their blood glucose level only after they developed symptoms. Therefore, there is no info to suggest that the pt experienced injury or medical intervention due to the meter. The customer care rep (ccr) verified that the correct testing technique was being used. Troubleshooting could not be performed, as the products were unavailable. The ccr replaced the meter, test strips and control solution. The reporter mentioned that they had since then received the new meter and test strips and the reported meter was continously prompting the error 5 message.